Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, "pain", nodule, and alcl concern. The devices was explanted.

Manufacturer narrative:
G.3 for initial emdr-00183 was inadvertently left blank, the correct date is 05/apr/2021. Photo analysis results: photo analysis of the explanted devices device photograph(s) for the device related to the reported event material rupture/anxiety/ breast discomfort/ breast mass/pain was reviewed on 01-feb-23. Visual analysis of the videos identified: material rupture: observed. Anxiety: unable to observe as it is a medical event that is not related to the device. Breast discomfort: unable to observe as it is a medical event that is not related to the device. Breast mass: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the videos provided. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported right side rupture, "pain", nodule and alcl concern. The device was explanted.